Event description:
A facility reported that the mayfield composite series skull clamp (a3059) failed to hold position during use when locked. No patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation of the unit showed that it passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure, this would not have caused a slippage. When the unit is properly positioned and put under pressure the unit would not have slipped. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.